Manufacturer narrative:
Correction: h10. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with revclear 400 dialyzer ¿multiple bags were not sealed and would leak while in use¿. There was no report of patient injury or medical intervention associated with this event. There was no contact information provided to follow up with the reporter to clarify what was meant by the bag, in addition, the reporter indicated they did not want to be contacted. No additional information is available.